Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and loss of capture at 6.5 volts at 0.4 milliseconds. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.